Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient experienced the following symptoms: fatigue, brain fog, joint pain, and frequent sickness; all attributed to the implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone breast augmentation revision with two 400cc mentor memorygel breast implants, suffered unspecified autoimmune like symptoms/generalized illness, and left breast implant rupture, post-procedure. As a result, the patient underwent bilateral removal on (B)(6) 2021. The symptoms improved after the implants were removed. This medwatch form is for the right breast prosthesis.